Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, diabetic ketoacidosis and hospitalized due to (B)(6), 2020. Customer¿s blood glucose level was 680 mg/dl. Customer was treated with intravenous drip. Customer was using auto mode at the time of incidence. Customer was on manual injection. The insulin pump will not be returned for analysis.